Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2232501 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was removed from the patient's body, but hemostasis was not achieved. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynxgrip vcd was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angiography (tfca) procedure with a retrograde approach and was stored and prepared per the IFU. The user was certified to the use of the device. An 8f non-cordis catheter sheath introducer (csi) was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. During visual inspection of device when received, it was demonstrated that the device was in two pieces. It was reported that there was no separation of the device during procedure and the separation occurred during shipping. A non-sterile 6f/7f mynxgrip vascular closure device (vcd) was returned for investigation along with an unknown black plastic material. Visual inspection of the received device showed that the shuttle was engaged from the black handle with the stopcock open, and the procedural sheath was observed on the outer cartridge tubing as received. In addition, the syringe was returned attached to the device, no anomalies were observed. The sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. In addition, the unknown black plastic material received is not part of the 6f/7f mynxgrip vascular closure device (vcd). A product history record (phr) review of lot f2232501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed due to the condition of the returned device and based on the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the information available for review and product analysis, it is difficult determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests the device was completely removed with no damages/anomalies noted. However, concomitant device factors (8f sheath was used with a 6f/7f mynxgrip vcd) may have contributed to the event since the sealant is intended to close 6f/7f access sites. Additionally, patient factors, pharmacological factors and/or procedural/handling factors of the device are possible. According to the information for safety within the mynxgrip instructions for use (IFU), ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ the IFU also states during preparation, ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm.¿ usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. According to the product¿s IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis nor the phr review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was removed from the patient's body but hemostasis was not achieved. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynxgrip vcd was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angiography (tfca) procedure with a retrograde approach and was stored and prepared per the IFU. The user was certified to the use of the device. An 8f non cordis catheter sheath introducer (csi) was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis. Addendum: visual inspection of device when received demonstrated device was in two pieces. There was no separation of the device during procedure and separation occurred during shipping.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.